Event description:
On 9/27/94, an extraction right eye. On 9/27/94 post op check, surgeon noted foreign body in right eye. On 9/30/94 return to or for removal of foreign body in right eye. At this point, unsure where foreign body came from. On 10/4/94 second pt extraction right cataract during or shile using identified equipment, surgeon noted similar foreign body in eye. Irrigated out. Normal post op recovery.